Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that stimulation on the leads was reducing on its own. During device assessment, many lead contacts displayed invalid impedance. Surgical intervention may take place to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-02546, related manufacturer reference number: 1627487-2022-02547. Additional information received indicates that surgical intervention took place on (B)(6) 2022 wherein intra op testing revealed that one of the tails of the lead was pulled out of the extension. Intra op impedance check on the lead showed all contacts withing normal range. As such, the patient extensions were explanted and replaced addressing the issue. Reportedly, effective therapy was confirmed post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.